Manufacturer narrative:
Corrected the device procode. The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Per biosmart, this system was explanted due to a staph infection incurred after knee surgery.